Manufacturer narrative:
H10: multiple attempts have been on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that while servicing the device, it was observed that the touchscreen was not responding. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device would pass the touchscreen calibration but would not respond to touch at the bottom. The rse provided parts ID for the touchscreen (front bezel) to be replaced.